Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
. Device evaluation follow-up #2 submitted 11/29/2016: the device was returned to animas and evaluated by product analysis on 11/01/2016 with the following results. There was a dim display with reddish text.. Cracked battery compartment below grip pad to case seal. Bolus button cover is torn in center; button is still functional.